Manufacturer narrative:
The reported event of a controller restart was confirmed on controller and batteries (con189781, bat205689, and bat050885). Various analyses of the returned devices, controller (con189781) and batteries (bat050885) were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. Log file analysis revealed a controller power-up event on (B)(6) 2015 at 15:42:56 followed by a motor start event at 15:43:01. Prior to these events, controller (con189781) was connected to batteries (bat050885 and bat205689), which had remaining charges of 98% and 45% respectively. These events were most likely caused by a double disconnect of the batteries from the controller. There are no data entries after these events and a vad disconnect alarm occurred at 15:48:25, which suggests that the patient performed a controller exchange. Controller (con189781) had not received an smr upgrade at the time of these events. Analysis of the returned devices, controller and batteries (con189781 and bat050885), revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the battery and controller was stable. Analysis of battery (bat205689) could not be performed since the device was not returned for evaluation. This is one of three reports (3007042319-2015-02491, 3007042319-2015-02492 and 3007042319-2015-02493) submitted for devices related to the same event.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02491, 2015-02492 and 2015-02493) submitted for devices related to the same event.

Event description:
It was reported that the nurse witnessed the controller display go blank and then the controller restarted. The controller and two batteries were exchanged. Investigation is ongoing.

Manufacturer narrative:
Log file analysis: the alarms display shows no occurrences of high priority alarms logged on or near of the reported event. However, said logs revealed that there were two (2) instances in which the pump appears to have been physically disconnected from the controller: the first occurred on(B)(6) 2015 at 10:25:12 and lasted 3 seconds. The second one occurred on (B)(6) 2015 at 15:48:25. The latter one may have been related by the controller exchange. On both instances, the cac adapter was connected to ps-1 and a battery was connected to ps-2: (B)(4) respectively. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed that there were two (2) instances in which the pump appears to have been physically disconnected from the controller: the first occurred on (B)(6) 2015 at 10:25:12 and lasted 3 seconds. The second one occurred on (B)(6) 2015 at 15:48:25. The latter one might have been related to the controller exchange. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing at the lab. The reported event could not be duplicated at the bench level and a mechanical reason for the sudden shutdown could not be determined as the device performed as intended. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of three reports (3007042319-2015-02491, 3007042319-2015-02492 and 3007042319-2015-02493) submitted for devices related to the same event.